Event description:
It was reported that after a peripheral diagnostic angiogram, arteriotomy closure of a heavily fibrous scarred right common femoral artery was attempted using a perclose proglide device. Reportedly, during device insertion, resistance was met and the device could not be advanced further. The device was removed and manual arterial compression was applied to achieve hemostasis. It was believed that the heavy fibrous tissue present at the access site, groin, and common femoral artery likely caused the difficulty encountered advancing the device. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for the difficulty encountered inserting the device included, but not limited to, manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing, the sheath is inspected for acceptability as part of final device inspection. This includes specific criteria that inspects for damage, smoothness, kinks, and appropriate coating applied. Inspections during the manufacturing process, verified the device acceptability and lot acceptance testing to verify a lot build; no anomalies were observed of the device. There is no indication of a manufacturing deficiency or indication of a manufacturing influence to the reported experience. Anatomical conditions such as vessel tortuosity and/or foreign material such as calcification may prevent or interfere with device insertion. The femoral angiogram performed reported no tortuosity or calcification in the vessel; however, heavy fibrous scar tissue was reported at the access site. The operator reported this may have interfered with the device insertion, which is indication of anatomical influence to the reported experience, but this could not be confirmed. Operator deployment technique can influence the insertion of the device. The operator is in training in the use of the device and followed the instructions for use by removing the device when resistance was encountered. There is no indication that the deployment technique of the operator influenced the reported experience. The investigation did not indicate a manufacturing or deployment technique influence on the reported experience. The device was used in an area of scar tissue that may have interfered with the device insertion, but this cannot be confirmed. Therefore, the cause of this event cannot be determined from the reported information. A query and review of the complaint handling database was not performed because the device lot number was not reported. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.